Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('chronic pelvic pain syndrome') in a 40-year-old female patient who had essure (batch no. 975393) inserted for birth control. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient was found to have uterine leiomyoma ("I had a partial hysterectomy due to my uterine fibrous") and experienced nausea ("nausea"), alopecia ("hair loss"), fatigue ("tiredness"), decreased appetite ("loss of appetite") and complication of device insertion ("due to complications"). The patient was treated with surgery (essure removed). Essure was removed on (B)(6) 2016. On (B)(6) 2016, the pelvic pain had resolved. At the time of the report, the uterine leiomyoma, nausea, alopecia, fatigue, decreased appetite and complication of device insertion outcome was unknown. The reporter considered alopecia, complication of device insertion, decreased appetite, fatigue, nausea, pelvic pain and uterine leiomyoma to be related to essure. Lot number: 975393 manufacturing date:2012-04 expiration date:2015-04. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-aug-2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('chronic pelvic pain syndrome') in a (B)(6) year-old female patient who had essure (batch no. 975393) inserted for birth control. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient was found to have uterine leiomyoma ("I had a partial hysterectomy due to my uterine fibrous") and experienced nausea ("nausea"), alopecia ("hair loss"), fatigue ("tiredness"), decreased appetite ("loss of appetite") and complication of device insertion ("due to complications"). The patient was treated with surgery (essure removed). Essure was removed on (B)(6) 2016. On (B)(6) 2016, the pelvic pain had resolved. At the time of the report, the uterine leiomyoma, nausea, alopecia, fatigue, decreased appetite and complication of device insertion outcome was unknown. The reporter considered alopecia, complication of device insertion, decreased appetite, fatigue, nausea, pelvic pain and uterine leiomyoma to be related to essure. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.